Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: unit was going off in the middle of a case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The probable root cause could be a faulty connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.